Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer felt symptoms of nausea. The customer was treated for the high blood glucose with medicine. The customer was assisted with trouble shooting and found that the cannula may have been slightly bent. The customer stated that they consulted their healthcare provider about what may have caused their blood glucose to rise. The customer was sent replacement supplies.